Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an autofill failure alarm and a low helium alarm. No patient injury was reported.

Manufacturer narrative:
The company representative was advised by the biomed that the customer had not opened the external helium tank, leading to the low helium alarms and autofill failure. Verified that the external helium tank valve was closed. Tested internal helium tank time takes to fill- all checks ok. The iabp was functional and electrical safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).